Manufacturer narrative:
Initial reporter address 1 - (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The shaft was not returned. The hypotube, collar, and tip were microscopically and visually examined. Inspection found collar detachment and the shaft was detached. There was no other damage or defect found. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the device could not cross lesion. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. During the procedure, it was noted that the catheter could not cross the lesion and could not advance. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the collar and shaft was detached.